Event description:
In 2007, the customer felt hyperglycemic. She did not have a battery door on her accu-chek advantage meter and could not test. She obtained a 456 mg/dl blood glucose result on a friend's meter. She required third party intervention with insulin therapy and felt better 30 minutes later. New system sent and return requested.